Event description:
It was reported that the patient had diffuse and highly calcified disease in all three coronary vessels. A 2.25x15 trek rx and 2.5x20 nc trek rx were unable to cross the left circumflex (lcx) coronary artery. Two whisper ms 190 cm wires were used as buddy wires and crossed the left anterior descending (lad) artery. The same treks were used to predilate the lad. It is unknown if the treks went all the way through the lesion or if it just opened up the proximal segment of the lesion. The unspecified balloons were inflated for three minutes and the patient experienced bradycardia during the procedure. The bradycardia resolved during the procedure. It is unknown if the patient was given medication to resolve the bradycardia or if it resolved with balloon deflation. The 2.25x18 xience v stent was deployed in the lad and the sds balloon was inflated twice at 6 atms and 9 atms. When the xience v stent delivery system (sds) was being removed from the anatomy, the xience v stent, and the wire came out with the sds. It is possible that the stent may not have been well apposed due to the diffuse calcification. The physician felt that one guidewire may have gone through the stent and the other guide wire may have been around the stent, trapping the guide wire. After the stent came out with the wire, the stent was hanging on the guide wire. The stent had some frayed and bent struts, but was overall intact and the correct length. The stent was manipulated post procedure and became elongated and crushed.

Manufacturer narrative:
(B)(4). The stent was returned for evaluation. The stent delivery system was not returned. The reported stent damage was confirmed. Based on visual inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Arrhythmia is listed in the xience nano everolimus eluting coronary stent system instructions for use as a known adverse event of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The lad lesion could not be re-accessed with whisper wires, two rx xience vs (2.5x12, 2.25x15), and two integritys (2.5x12, 2.25x15). The wires kept bending on calcification. At the end of the case, the patient had an arrhythmia that resolved with cardioversion. The patient will be medically managed. There was no adverse patient sequela. There was no additional information provided. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The hi-torque whisper ms guide wire is being filed under a separate MFR number.